Event description:
Customer had problems with lipase precision and provided lipase results for 23 patients. Results for three patients were erroneous: patient 1, original lipase result >3000, repeated three times gave >509 (tested on another cobas analyzer), 456 (tested on this analyzer) and 747 u/l (tested on a third cobas analyzer). User prematurely reported >3000 u/l result instead of waiting for the dilution result. Patient 2, original lipase result 680 (tested on another cobas analyzer), repeated three times gave >458 (tested on another cobas analyzer), 686 (tested on this analyzer) and >453 u/l (tested on a third cobas analyzer). Patient 3, original lipase result 887 (tested on another cobas analyzer), repeated three times gave >599 (tested on another cobas analyzer), 908 (tested on this analyzer) and 659 u/l (tested on a third cobas analyzer). It is unknown which lipase result was reported to the floor for patient 2 and patient 3. The patients were not adversely affected by the erroneous results. Lipase reagent lot # was 621758. The field service representative found a fluidics failure involving the incubation bath and he cleaned the bath. He performed performance tests with no error. The customer performed calibration and qc which were successful and ran a x20 precision.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.